Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert from the device. Device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi. The device was restored. Patient was in stable condition throughout event.